Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-01466.

Event description:
The patient was undergoing a coil embolization procedure in the iliolumbar artery using ruby coils (ruby coil), a non-penumbra microcatheter, and a lantern delivery microcatheter (lantern). During the procedure, the physician implanted four ruby coils into the target location using the microcatheter. Next, while attempting to advance another ruby coil, the coil would not advance out of the distal tip of the microcatheter. Therefore, the physician decided to remove both the ruby coil and the microcatheter; while removing the ruby coil out of the microcatheter, the ruby coil was kinked. The physician then decided to use the lantern instead of the microcatheter and tried advancing another ruby coil; however, he had difficulty advancing the ruby coil out of the tip of the lantern. Therefore, the ruby coil was removed. The procedure was completed using other ruby coils and the same lantern. There was no report of an adverse effect to the patient.